Event description:
It was reported that the pulse generator exhibited a patient notifier anomaly. The device was reprogrammed and remained implanted. No patient symptoms were reported.

Manufacturer narrative:
.